Manufacturer narrative:
Concomitant medical products: 4968-35 lead, implanted: (B)(6) 2011 ; 5071-35 lead, implanted: (B)(6) 2011; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and short ventricular intervals. It was also noted there was slight fluctuations in the impedances. It was also noted the patient experienced syncope. There was no impedance issues noted at the time of revision, so the physician capped the pacing portion of the rv lead and replaced it. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.